Manufacturer narrative:
Based on review of the exams the pt exhibits marginally excessive tissue, which could interfere with the tracer registration. Additionally, there is significant dental scatter, potentially causing difficulty with tracer registration. The software is functioning as expected.

Event description:
A medtronic ent rep reported that while in an ent surgery, the frazier suction and long straight probe were approx 3mm inaccurate at the skull base in an inferior and anterior direction when placed at the skull base and in the sphenoid. Both instruments were accurate when checked for accuracy on the nose before introducing to pt. The ostium seeker was easily within the 2mm of guaranteed accuracy and worked perfectly. The procedure was completed with the use of the fusion navigation system. There was no impact on the pt outcome.